Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a small volume intermate. The intermate failed to infuse the medication as there was no flow through the patient line. The device was filled with flucloxacillin 2000mg in 50 ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between january 28, 2019 - january 29, 2019. The device was received for evaluation containing approximately 50 ml of fluid in the bladder. Visual inspection revealed no evidence of flow at the distal luer when the luer cap was removed. When the tubing line was cut to drain the fluid out of the bladder, fluid was not observed coming out from the cut tubing. The reported problem was verified. The cause of the event was due to excessive solvent. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.